Event description:
The customer reported seven (7) false positive results with ID now covid-19 2.0 test-kit on (B)(6) 2023. Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. This MFR. Report addresses test two (2) of seven (7) tests, lot number involved m228667 quantity (5). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228667 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m228667 and test base part number 192-430 / lot m228667. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m228667 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue . H3 other text : device discarded, single use.

Event description:
The customer reported seven (7) false positive results with ID now covid-19 2.0 test-kit on 16may2023. Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. This MFR. Report addresses test two (2) of seven (7) tests, lot number involved m228667 quantity (5). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228667 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m228667 and test base part number 192-430 / lot m228667. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m228667 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.

Event description:
The customer reported seven (7) false positive results with ID now covid-19 2.0 test-kit on (B)(6) 2023. Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. This MFR. Report addresses test two (2) of seven (7) tests, lot number involved m228667 quantity (5). No additional patient information, including treatment and outcome, was provided.